Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:during investigation, the battery compartment was found to be cracked. No evidence of moisture ingress was found. A test battery cap was able to fully tighten on to the pump with no power loss. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).